Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the ipg could not communicate with the external devices and the programmer displays a communication error. The patient was referred to a pain management physician and a neurosurgeon. Surgical intervention may be taken to address the issue.

Event description:
The surgeon explanted the ipg and implanted a different model. The patient's stimulation was restored which resolved the patient's issue.